Manufacturer narrative:
Eval summary: by visually examining the returned packaging, it appears that the package was exposed to hazards outside the normally anticipated distribution environment. The stem meets print specification where measured. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected by either method.

Event description:
It was reported that the 12mm hip stem was not used due to damage of both the plastic bag holding the stem and the foam insert. A 13mm stem was implanted with difficulty.